Manufacturer narrative:
The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure includes: bone condition, patient oral hygiene, or patient behavior. Proper intended use of the implant is described in its instructions for use. Physical analysis was not performed.

Event description:
Pain and mobility were reported. Primary stability was achieved. Time of loss in relation to the implantation was before prosthetic restoration.